Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-6410 arthroscopy main pump tubing serial/batch number (B)(6) was received for investigation. Upon visual evaluation, it was noted that the neoprene sleeve was collapsed/compressed. It was also noted that the connector appears bent. Upon functional testing, the tubing was assembled to a known good ar-6480 pump to be tested under normal use conditions. The device functioned as required. Additional testing with a fixture confirmed no leaks were present at the connector area. The cause can be attributed to misuse by unplugging and plugging the pressure line connector into the pump, thereby causing a pressure decay or spiking the bags of fluid and allowing fluid to migrate through the tubing before plugging the pressure line connector into the pump.

Event description:
On 12/28/2022, it was reported by an arthrex employee via sems that an ar-6410 main pump tubing's water pressure was abnormal. This was discovered during an arthroscopic knee procedure. An ar-6485 synergy cw4 arthroscopy pump with an unknown serial number was used with the tubing. The case was completed with no patient harm. Information received 1/6/23:  the procedure was completed, and a new ar-6410 main pump tubing was used to complete the case.